Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received three suspend on low alarms due to a sensor glucose discrepancy. The sensor glucose reading was 62 mg/dl when his blood glucose reading was actually 92 mg/dl or 88mg/dl. The suspend on low was set for 75 mg/dl as well as alert on low. The alert before low was not set up. Troubleshooting was performed. The customer will continue to monitor the situation. The device will not return for analysis.